Event description:
It was reported that the insulin pump alarmed button error. The reporter did not know the blood glucose reading. Nothing further reported.

Manufacturer narrative:
Insulin pump had an intermittent button response, due to corroded keypad traces. No button error alarm noted. Insulin pump received with cracked case on display window corner, cracked reservoir tube lip, minor scratches on lcd window, missing end cap sticker and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.